Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ventricular lead was implanted on (B)(6) 2017. During a follow up performed on (B)(6) 2020 ventricular noise oversensing episodes were recorded in the device memory. Ventricular lead impedance curve showed intermittent low measurements. Damage to the ventricular lead was therefore suspected, but the lead measurements were within normal range during the follow-up and no noise was observed when the patient performed some provocative maneuvers, such as an isometric test, moving the arms in different directions, and lightly pressing the area around the pacemaker. No particular abnormality was found by x-ray. On (B)(6) 2020, a re-intervention was performed. During the procedure, oversensing and pacing failure were observed relative to the subject lead. The connection between the pacemaker and the lead was not checked, no measurements were performed with the psa. The subject lead was abandoned in the patient¿s body. A new ventricular lead and a new pacemaker were implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ventricular lead was implanted on (B)(6) 2017. During a follow up performed on (B)(6) 2020 ventricular noise oversensing episodes were recorded in the device memory. Ventricular lead impedance curve showed intermittent low measurements. Damage to the ventricular lead was therefore suspected, but the lead measurements were within normal range during the follow-up and no noise was observed when the patient performed some provocative maneuvers, such as an isometric test, moving the arms in different directions, and lightly pressing the area around the pacemaker. No particular abnormality was found by x-ray. On (B)(6) 2020, a re-intervention was performed. During the procedure, oversensing and pacing failure were observed relative to the subject lead. The connection between the pacemaker and the lead was not checked, no measurements were performed with the psa. The subject lead was abandoned in the patient¿s body. A new ventricular lead and a new pacemaker were implanted.